Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had two reservoirs that did not work. The customer's blood glucose was 102 mg/dl. The customer stated that, prior to inserting the reservoir into the insulin pump, she would push the plunger to allow insulin to enter the tubing. However, she stated that she was unable to push the plunger. The customer stated that she may call back later to provide for information on the issue. Nothing further reported.